Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter displays an error 2 message. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6), 2010 and obtained the following information: the patient tests four times a day and specified she was diagnosed as having frequent low blood glucose (hypoglycemia). As a result of her diagnosis, the patient indicated she manages her blood glucose with food and/or drink. The patient confirmed the alleged issue occurred on (B)(6), 2010 at 9:30pm. The patient corrected and clarified she did not take any action in response to the alleged meter issue. The patient also indicated she did not test with another meter after the alleged issue began. As a result of the alleged issue, the patient specified she developed symptoms of sweating and shaking at approximately 11pm. The patient corrected and clarified she administered treatment by consuming food and felt better an hour later. At the time of troubleshooting, the customer service representative noted the patient did not have all of her testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.